Manufacturer narrative:
The product was evaluated. Investigation results indicate that several components were broken or worn. This was the first time this unit has been sent in for repair. The repaired handpiece was returned to the customer.

Event description:
It was reported that the device is leaking oil. The device was not used during any procedure and there was no patient involvement. There were no adverse consequences reported.